Event description:
It was reported that customer's insulin pump alarmed motor error during rewind. Customer's blood glucose was not provided. The alarm occurred within thirty days of receiving a new insulin pump. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches on display window and cracked reservoir tube lip.